Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded foreign body') in a female patient who had essure (batch no. He012xu) inserted for female sterilization. The patient's medical history included adenomyosis uteri, pelvic pain female, uterine bleeding and grand multiparity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: both fallopian tubes had essure coils and adenomyosis was noted in myometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded foreign body') and uterine haemorrhage ('abnormal uterine bleeding (aub).') In a female patient who had essure (batch no. He012xu) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, pelvic pain female, uterine bleeding and grand multiparity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysteroscopic essure tubal occlusion.dilatation of cervix and curettage of uterus. And hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: both fallopian tubes had essure coils and adenomyosis was noted in myometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.